Manufacturer narrative:
Spacelabs technical support advised the customer to restart the xhibit central software. Following the restart the customer confirmed the issue was resolved. Cause of failure was not identified, however restarting the software likely restored communication between the telemetry receiver and the central station.

Event description:
The customer reported that a telemetry bed went offline while being monitored on a xhibit central station. There was no patient or user harm associated with this event.